Event description:
Customer reported the c-arm is not moving up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift column. System operates as intended.